Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The review of the receiver data log did not confirmed the complaint permanent loss of antenna. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact, patient's mother did not report any injury or medical intervention.